Manufacturer narrative:
An evaluation of the devices cannot be performed as the patient may elect to keep the device and device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "patient was revised for instability. A 12mm tibial insert was replaced with 15mm insert."